Manufacturer narrative:
(B)(4). Additional information: the complaint sample was visually inspected. The xr30g package was returned open without the device. The entire perimeter of the package had evidence of seal adhesive transfer indicating that the package had been completely sealed at the packaging process. The package was returned without the device, which was likely removed from the package at the time it was opened. Manufacturing records and inventory history was verified for lot l4ef2e and no discrepancies were noted at the packaging facility. Packages are 100% inspected before packing into sales unit cartons. It is suspected that the package was opened to remove the device external to the packaging facility. The empty package may have been returned to the storage area. Lot history records for l4ef2e, product code xr30g, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that prior to an unknown procedure, the package of the reload was opened and the inner package was found empty (the inner packaging material was opened as well). Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.